Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine patient follow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out-of-range pacing lead impedance measurement of less than 200 ohms. Interrogation measurements and real electrogram (egm) were performed and yielded a high pacing threshold measurement of 7.5 volts at 2.0 milliseconds. Also, the lead data revealed a drop of the r-wave amplitude. Boston scientific technical services (ts) recommended a lead revision. As of this time, the physician has yet to decide of a plan for this patient. Our records indicate that the system remains in service. No adverse patient effects were reported.